Manufacturer narrative:
Concomitant medical product: dtbb1d1 ICD implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation impedance on both the superior vena cava (svc) and rv c oils. The lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.